Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the touch screen seems to have some issues and is hard to read, pixilated screen. No consequences or impact to patient.

Manufacturer narrative:
During evaluation the lcd screen was found to have been physically damaged. The damage results in loss of color, partial loss of pixels, as well as partial loss of measurement values and visual alarm indication. The unit was found to visually and audibly alarm during alarm conditions. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.